Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) procedure with a vizigo sheath. During the procedure, blood leakage was found in the hemostasis valve. A new device was used to complete the procedure and there was no patient injury reported. The biosense webster, inc. Product analysis lab received the device for evaluation on 09-oct-2024 and per the evaluation completion on 14-oct-2024 the access port with a three-way stopcock was cracked. Bwi became aware of the access port with a three-way stopcock cracked on 14-oct-2024 and have assessed this returned condition as reportable. The device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and an irrigation test was performed following j&j medtech procedures. Visual analysis revealed that the access port with a three-way stopcock was cracked. An irrigation test was performed and a leakage in the side port was observed. The hemostatic valve was observed in good conditions and no leakage was observed in this section of the sheath. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve leak issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the cracked side port could be related to the manipulation of the sheath during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for irrigation to minimize the potential for thrombus formation. Inject or saline flush only from the side port. Flush and maintain continuous saline. Using standard aseptic technique, remove the sheath from the package. Visually verify that the sheath is not damaged. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿blood leakage was found in the hemostasis valve¿ issue. -investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: access port (g04001) were selected as related to the biosense webster inc. Analysis finding of the ¿access port with a three-way stopcock was cracked¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a vizigo sheath. During the procedure, blood leakage was found in the hemostasis valve. A new device was used to complete the procedure and there was no patient injury reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).